Event description:
It was reported that during a meniscus surgery the t2 cannot deploy. No patient injuries or significant delay was reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
One curved ultra fast fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The delivery needle is bent. Both ts remain on the delivery needle. T2 has been advanced to the dimple. The device was tested for deployment using a rubber meniscus model, each t deployed as intended.